Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed and reproduced the issue and found the erbe generator to be defective. The fse ordered another erbe generator for replacement. The system was tested, operated with no other issue and verified as ready for use. Isi did receive the erbe generator involved with this complaint for failure analysis. The erbe generator was tested, and the errors were not reproduced during testing. Further testing found a faulty power button, the erbe generator would not stay powered on.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, errors m-11, c-34, and c-06 occurred on the integrated electrical surgical unit (iesu) erbe generator. The customer was able to recover but stated that the issue occurred frequently. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed using a third-party (force triad) generator. There was no injury to the patient.